Manufacturer narrative:
The gore® cardioform septal occluder instructions for use list perforation or damage of a cardiovascular structure by the device as a potential device and procedure related adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to treat a patent foramen ovale (pfo). An mpa catheter and j-wire was used to cross the pfo. The j-wire was advanced into the left upper pulmonary vein, over which the mpa catheter was advanced. The physician removed the j-wire and advanced a stiff wire through the mpa catheter into what was believed to be the pulmonary vein, following which, the mpa catheter was removed. The device (sn (B)(6) was prepped and advanced over the wire into the left atrium. The wire was removed and the physician started deploying the device. As the left atrial disc was being formed, the disc failed to form properly. The disc was constrained, and when fully formed, there was asymmetry between the left and right discs. The occluder was removed and examined on the back table. It presented asymmetrically with the left disc substantially smaller than the right disc. The decision was made to attempt to use another device and to re-wire the pfo. A second 30mm gso gore® cardioform septal occluder (sn (B)(6) was prepped and the septum was re-crossed before the second device was advanced into the left atrium. The physician attempted to deploy the left disc, but once again, the left disc did not form correctly. At this time, the patient complained of jaw pain. Upon observing ice, the patient was found to have a pericardial effusion. The device was removed and a pericaridiocentesis was performed. (Sn (B)(6) submitted in report number 2017233-2024-04998) the physician called for surgical intervention. The surgical team arrived and open cardiac surgery was performed to repair the laceration/perforation, which was in the left atrium and left atrial appendage. The surgery was successful, the defect was closed, and the patient was admitted to the ICU.